Manufacturer narrative:
Insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that there was a crack going from the top of insulin pump along the battery compartment. Customer's blood glucose was unknown. Insulin pump would need to be replaced.